Manufacturer narrative:
End date of survey results used for event date. Respondent physician asked to remain anonymous and did not provide contact information. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a post market clinical follow-up survey on the contegra pulmonary valved conduit. Adverse events that were stated as related to the procedure but not directly to the conduit: valve-in-valve replacement; extrinsic calcification or stenosis; and mild-moderate regurgitation. Adverse events that were stated as directly related to the conduit: explant due to residual or increasing transvalvular pressure gradient and deterioration of the conduit; explant due to intrinsic calcification or stenosis and deterioration of the conduit; and mild-moderate regurgitation. No serial numbers were provided. No additional adverse patient effects or product performance issues were reported.